Manufacturer narrative:
The pump received button error alarm due to corroded keypad traces. No ramping numbers anomaly noted. The pump received with scratched lcd window, unit received cracked case display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and pump, and with cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 50mg/dl. The customer treated with food. The customer states there was number ramping, and the pump was exposed to moisture. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.